Manufacturer narrative:
Date of report :01apr2019, date rec¿d by MFR : 27feb2019. The customer declined repairs/quotation by the manufacturer. No parts were returned to philips failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit logged errors 1006 [data acquisition printed circuit board assembly-analog to digital converter (da pcba adc), failed] 1007 and 1008 [machine and proximal pressure sensors failed]. There was no patient involvement. The event date was not specified; estimate used.